Event description:
Customer called to report that the reservoir is not staying inside the insulin pump. Customer's blood glucose levels were not included in the report. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.